Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2012, additional information was received which indicates that the patient condition resolved on (B)(6) 2012. No additional information was received.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the left internal carotid artery with placement of a 6-8 x 40 mm acculink stent. The patient was discharged to home on (B)(6) 2012. Two days post procedure, the patient experienced difficulty finding words and notified the physician office. Magnetic resonance imaging (MRI) was ordered and performed as an outpatient procedure. MRI noted a stroke in the left frontal lobe. No treatment was provided and the patient was not rehospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).